Event description:
The sales representative reported on behalf of the customer that the pro6045, hall surgical powerpro reciprocating saw attachment, was used in an unknown type of procedure on (B)(6) 2022 when it was reported ¿handpiece and attachment do not fit properly. Don¿t know if it is the attachment or the handpiece that have the issue. The attachment gets loose during surgery due to a lot of vibrations and/or that the attachment do not fit properly (it is loose). Hight noise and attachment did loose completely and was found on the patient. No damage was made, but very close to patient damage. The procedure was completed as planned without an alternate device. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the attachment had a sawblade attached. The component was taken out of the surgical site by the nurse. The pro9200b, hall titan dual trigger battery handpiece, was the concomitant device use with the attachment. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The sales representative reported on behalf of the customer that the (B)(6), hall surgical powerpro reciprocating saw attachment, was used in an unknown type of procedure on (B)(6) 2022 when it was reported ¿handpiece and attachment do not fit properly. Don¿t know if it is the attachment or the handpiece that have the issue. The attachment gets loose during surgery due to a lot of vibrations and/or that the attachment do not fit properly (it is loose). Hight noise and attachment did loose completely and was found on the patient. No damage was made, but very close to patient damage.¿. The procedure was completed as planned without an alternate device. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the attachment had a sawblade attached. The component was taken out of the surgical site by the nurse. The (B)(6), hall titan dual trigger battery handpiece, was the concomitant device use with the attachment. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Due to vibration of the handpiece in combination with the use of a fully charged battery on the handpiece, the (B)(6) may separate from the handpiece. It was observed that the release ring on the handpiece moved when trigger was engaged. The vibration generated by the reciprocating movement is the primary cause to disengage the locking mechanism on the handpiece from the locking notch on the attachment. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed, and no data was found. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame 1,012 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.002. Per the instructions for use, the user is advised prior to each use, perform the following: ensure all accessories are correctly and completely attached. Reaming attachments and saw attachments (reciprocating saw - (B)(6), sagittal saw - (B)(6)) are not designed to be used in any screw, tap or oscillate modes. Operate only in the drill mode. This issue will continue to be monitored through the complaint system to assure patient safety.